Event description:
Additional information additional information was received from the patient that indicated she still had concerns regarding her device or therapy, but was working with her doctor or a company representative. An appointment date of 2012 (B)(6) was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v021754, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced decreased therapeutic benefit lying down and during sleep, resulting in loss of bladder control. This issue started about one year ago. The patient stated that she is taking vesicare as of her, 2 months ago, but this did not help. Her physician didn't see any issues. The patient stated that there was no known accident or incident related to the change in the therapy. Additional information has been requested, but was not available as of the date of this report.